Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No unexpected restart error alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for insulin pump error. The customer¿s blood glucose was 4.3 mmol/l. Customer reported that multiple insulin pump error. No temp basal when alarm occurred. Pump in regular use, not stored. Insulin pump error after inserting battery. Customer reported that they has inserted more then one aaa battery followed by insulin pump error. The insulin pump will be returned for analysis.